Event description:
It was reported that customer experienced decreased battery life requiring more frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from technical support, and no additional information was received regarding any further actions or resolution.